Manufacturer narrative:
Product analysis: event description identified patient fall prior to implant revision surgery. Patient fall could generate forces that exceed design limits of implant. Visual review of the returned implant confirms the implant is dis-assembled at the joint between the male/male intermediate component ratchet pocket and the male/female intermediate component ratchet catch features. The ratchet spring component was missing as-received and not returned for analysis. Visual and microscopic examination identified witness marks and material deformation within and around the male/male intermediate component ratchet pocket, verifying the presence of the ratchet spring during initial assembly. Witness marks and material deformation identified on the (B)(4) male/female intermediate component ratchet catch features; this demonstrates the implant was initially properly assembled. Additionally, these witness marks and material deformation are similar in location and morphology to those noted on tensile overload testing sample. Depth and morphology of ratchet pocket witness marks inconsistent with typical of usage of implant. Deformation of the ratchet pocket face wall and associated catch features suggest possible escape point of ratchet spring. Conclusion: the above observations lead to the conclusion that the plate became disassembled due to tensile overload.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
On (B)(6) 2015, patient underwent surgery at levels c3-c7, c6-c7. It was reported that on (B)(6) 2016, post-op, plate broke and cervical abscess was observed. A revision surgery was done on (B)(6) 2016 to address a possible cervical abscess, possibly due to the patient falling. Upon removal of the screws and plate it was noted that c7 had fractured causing the screws to not have purchase. The plate was removed in two pieces. The c7 body was fractured and the screws did not have any purchase in the remaining part of c7. Collection of fluid in the wound was observed. No solid fusion was achieved. No fragment of the implant remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.